Event description:
It was reported that during preparation for an unspecified treatment procedure the packaging was noted to be unsealed. The physician opened a 2.5mm x 105cm polaris x catheter and noted that there was no seal on the packaging. The device did not enter the patient and the procedure was completed with an another same device. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).